Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2009 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain, disability, suffering, has sustained permanent injury, permanent and substantial deformity, and severe emotional distress.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.